Manufacturer narrative:
The reported issue was confirmed. The root cause identified is a weak circulation pump. The device was evaluated upon receipt. Primed to fill. Several flow alerts were noted in service history clinical work orders and in patient data logs. The biomed replaced the circulation pump and the issue persisted. Serviced circulation pump. Broken back shell. Missing screw from shell. Connector on the harness was broken by the tech. Performed pm procedure. Serviced mixing pump. Replaced heater, manifold o-rings, back shell, connector panel assembly. The arctic sun stat passed all performance testing, and electrical safety tests and is functioning properly and ready for use. A DHR is not required as this is event not an out-of-box failure and therefore is not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. Correction: b, d, f, h UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the biomed stated that the arctic sun device was having filling issues and when they replaced the circulation pump and was still having similar issues. They would like to send it in for service. Per follow up via phone on 11jul2024, no patient involved. Per sample evaluation results received via task on 12aug2024, it was reported that there was a broken back shell and missing screw from shell. Per sample evaluation results received via task on 05sep2024, it was reported that there were circulation pump issues.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the biomed stated that the arctic sun device was having filling issues and when they replaced the circulation pump and was still having similar issues. They would like to send it in for service.